Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "recognizing a set at points 3 and 4 when no set was loaded" was unable to be reproduced, but was confirmed through evaluation. Evaluation found two events of "set improperly loaded" in the history log without events of "reload set" which corresponds with the reported symptom. These findings suggest the alarm was reproduced by operator error and was reported. During evaluation, a set was loaded and the unit ran with no discrepancies.

Event description:
It was reported a spectrum pump was detecting a set at points 3 and 4 when no set was loaded. Any patient involvement, injury or medical intervention is unknown.